Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient sought assistance for a full supply change on an ilet pump using a teflon infusion set, later experienced a pump that would not power on until placed on a charger, and subsequently resumed insulin delivery after guided steps to fill tubing and cannula. Symptoms included hyperglycemia with blood glucose values reported at 291 mg/dl, then 276 mg/dl and 264 mg/dl after resumption of therapy. Outcomes included patient education and successful restoration of insulin delivery with decreasing glucose levels and no hospitalization. Investigation included remote troubleshooting and guided workflow to confirm charging status, perform fill tubing and fill cannula, and resume insulin therapy. Investigation of this case revealed no device breakage and successful pump function after charging, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.